Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-01869. It was reported that the patient was not receiving effective therapy. Troubleshooting revealed high impedances on the leads. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.